Manufacturer narrative:
(B)(4). PMA/510(k) #: k124030. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteroscopy procedure, the cook® single-use holmium laser fiber ceased to function after 5 minutes of use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Reportability decision reassessed. The complaint has been deemed as non-reportable.

Event description:
The reportability decision has been reassessed. Based on the information received on 26june2018 advising the procedure was completed as "a normal one", this complaint has been deemed not reportable as there is no information indicating there was an adverse event. The reported product malfunction has not caused or contributed to an adverse event nor is it likely to cause or contribute to a serious injury. The non-functional laser fiber would be replaced and the procedure completed without adverse consequence.